Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported receiving a no delivery alarm from the insulin pump. During no delivery troubleshooting the insulin pump did not appear to function properly, and it was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 133 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.